Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract procedure, the knife would not make the incision cut easily. The case was completed without harm to the patient.

Manufacturer narrative:
Received 1 opened 3.0mm angled slit knife in a blister labeled lot# 994166m. It was observed to have a damaged tip and cutting edge. The final customer lot was identified as sterile lot 994166m. A review of the device history record (DHR) for the reported lot number has been performed; no anomalies were found. The product was released in accordance with all product acceptance criteria. A complaint history examination revealed that this was the second complaint for a dull blade received against the final reported lot. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).